Manufacturer narrative:
(B)(4). Concomitant medical products: 00840004415, humeral component plasma sprayed size 4 150 mm length, 63229436, 00840009000, humeral screw kit 2 humeral screws, 63807803, 00840002407, ulnar component plasma sprayed size 4 75 mm length right for cemented use only,63363910. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04728, 0001822565 - 2018 - 04726. Patient not revised.

Event description:
It has been reported that patient had initial elbow arthroplasty procedure. Subsequently within one (1) month hematoma was noted. Reportedly, patient got dressing wet, and the wound was saturated. Post aspiration no hematoma was present or palpable. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. However it has been noted in the initial operative notes that large pannus formation (arthritic deformity) and synovitis noted during initial surgery. It is reported that the wound healing was slow, however it is stated that the wound was wet. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.